Event description:
It was reported that during procedure a crbs polarsheath was selected for use. However, after balloon ablate and was removed from the chamber, the physician noted that there was lots of blood coming through the valve. The physician decided to pump up the flush bag, and the procedure was completed. No patient complications were reported. The device is not expected to be returned; it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.